Event description:
It was reported that a malfunction alarm intermittently occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.